Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump and confirm the customer reported condition of "visible smoke" due an internal short on the power on/off circuitry of the user interface module printed circuit board (uim pcb). Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report. The fca associated with this complaint is (B) (4).uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). CAPA (corrective action preventative acton) number (B)(4) and fca (field corrective action) number (B)(4) are not associated with this complaint. CAPA number (B)(4) is associated with this complaint. There is no fca number associated with this complaint.

Event description:
It was reported that during a low anterior resection procedure, the circular stapler was fired, but after that, surgeon couldn`t open the instrument. Head of the stapler was jammed and when they tried to remove the instrument, they tore anastomosis and removed the stapler. After that they manually performed anastomosis. Procedure prolonged 30 minutes.

Event description:
Contact reported that the leopard cage cracked during insertion with the tamp. There was nothing broken off and the cage (one piece) was left in place. Rep stated that he believes the cage contacted an anterior osteophyte. He stated that the cage is firmly placed and the surgeon is not concerned. As a possibly compromised implant was left in vivo, an MDR is filed to document this event.

Event description:
The customer's biomedical technician reported that a colleague triple channel volumetric infusion pump had "no power (heard a pop)" on (B) (6) 2009. On (B) (6) 2010, the customer was contacted and stated that the device was turned "on" in a patient room and a few minutes later, there was an audible "pop" followed by a small plume of smoke. It is unknown where this malfunction occurred; however, the condition was reported to have been confirmed during biomed testing. The pump was swapped out. According to the hospital representative no patient injury or medical intervention had been reported related to the device. There is no additional information available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation of visible smoke, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4).